Event description:
After case was completed, bed was turned back to original position to get ready for extubation, with head at anesthesia, bed locked. Suddenly bed began to rise on its own. Attempted to lower bed with control but when the lower bed button pushed bed stopped rising, once button let go, bed continued to rise again. All this time patient on the operating room bed. Bed unplugged and manual switches utilized but bed continued to rise. Dr. Had to manually hold down the bed lower button on the manual buttons on the base of the bed so that we could safely transfer patient onto patient bed. Patient safely transferred to patient bed. Operating room table unlocked via emergency button and moved out of the way. Biomed notified. We have had numerous incidents in the last year involving the buttons getting stuck on the pendant hand control. Manufacturer is developing a design change to mitigate the problem.